Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a procedure the top housing detached from the bottom housing. When the device was received at the manufacture site, a loose o-ring was detected during inspection. There was no significant delay, no adverse consequences, no medical intervention.

Event description:
It was reported that during a procedure the top housing detached from the bottom housing. When the device was received at the manufacture site, a loose o-ring was detected during inspection. There was no significant delay, no adverse consequences, no medical intervention.